Event description:
It was reported that the patient experienced increased baseline pain and spasticity. The patient was unable to sleep for more than two hours at a time. The reporter indicated that the symptoms began following a refill session. The catheter had been replaced about a month earlier. The pump was used to deliver lioresal 2000mcg/ml. In 2008, a side port tap was performed with excellent aspiration of 5ml. A single bolus of 100mcg was given. The patient became somnolent after 3 hours. Several lioresal dose adjustments were also made between a period of six weeks in 2008 from 294.8mcg - 545.4mcg with " no improvement". The hcp was uncertain if the results of the indium study were due to obstruction or a "slow leak". The pt was taken to surgery on 12/23/2008 for ligation of the intrathecal catheter and placement of an intraventricular catheter due to previous intrathecal catheter malfunction.

Manufacturer narrative:
Other: catheter.